Event description:
Duotube placed by critical care rn without difficulty but not heard in stomach. Kub ordered. Radiologist confirmed duotube in pleural space. Duotube pulled with equipment available to insert chest tube if necessary. No pneumothorax occurred.